Event description:
Additional information received reported there was a complete fracture of the lead that caused the ¿changing/variable readings.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had only been on 95% and the patient was getting new symptoms and loss of control that were ¿totally mimicked¿ by turning the device off in the clinic. The case was then reading as an open circuit at the time of the report, which was not seen previously. It had been several months since the last clinician programming session. It was noted the patient had come into the clinic and the implantable neurostimulator (ins) was off at one point spontaneously. Ins reprogramming was ¿modestly working,¿ but the patient was ¿not doing well.¿ the health care professional assumed there was an issue with the lead or the lead-extender connection. Additional information has been requested but was not available as of the date of this report.